Event description:
The customer stated that she performed a control test and the result was high and out of range. While troubleshooting, she performed another control test and received a result of 175 mg/dl. The normal control range is 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.